Event description:
The manufacturer previously noted a ventilator was returning to a third-party service center for preventive maintenance and a system error. There was no harm or injury reported. During the evaluation at the third-party service center a service required alarm condition indicating a pressure sensor mismatch issue was observed. The blower assembly, blower bellows and machine flow sensor were found to be contaminated and need to be replaced. Additionally, the muffler assembly, particulate filter and air inlet foam filter need to be replaced per preventive maintenance protocol. The device was scrapped per the customer's request.